Event description:
A patient reported experiencing inaccurarte erratic results with an otb original meter. The patient's blood glucose results were 182 mg/dl, 116 mg/dl. Tests were done within < 10 minutes with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.